Event description:
It was reported that during a routine follow up, the atrial lead exhibited noise causing multiple auto mode switch episodes. No intervention was performed and the lead remained implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).